Event description:
It was reported that an ilet bionic pancreas displayed an alert code 38 that persisted after multiple restarts, and a replacement device was provided while the user relied on backup therapy. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no injury, no hospitalization, and no medical intervention beyond routine troubleshooting and device replacement. Investigation included customer support troubleshooting with repeated power cycles and arrangement of a replacement device. Investigation of this case revealed a device malfunction consistent with an unresolved alarm condition; the replacement resolved the issue, and no patient harm occurred. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.